Event description:
It was reported that during the implant procedure, this pacemaker exhibited loss of capture (loc) after connected to the leads. The physician was suspected that the loc was due to programing option or the header issues. Another device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this pacemaker exhibited loss of capture (loc) after connected to the leads. The physician was suspected that the loc was due to programing option or the header issues. Another device was successfully replaced. No adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.